Event description:
Ismp medication errors reporting program: a persistent computer software issue produced two serious (near-miss) medication errors in which nurses improperly requested (ambulatory care) chemotherapy doses on the inpatients for whom they were providing care. Pharmacy has requested that it contact our computer software vendor for help correcting this unsafe condition: outpatient medication and infusion orders inappropriately appear on the inpatient medication administration record (mar). The inpatient medication administration record must display only medications ordered for that pt admission. Outpatient medication orders and ambulatory care chemotherapy and infusion orders must not appear on the inpatient mar. The medical director of hematology and oncology has expressed extreme concern about this dangerous situation. Medication administered to or used by the pt: no. Type of staff made initial error: nurse. Pt counseling provided: unk. Relevant materials provided: none. (B)(4).